Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen for longer than 48 hours prior to the reported event. Based on information provided by the healthcare provider and subsequent follow-up, the patient experienced rising glucose levels while wearing an impacted pod and transitioned to a back-up insulin delivery method. The patient sought medical attention on (B)(6) 2026, and was hospitalized for two days, with discharge on (B)(6) 2026. At the time medical attention was sought, reported symptoms included a blood glucose level of 315 mg/dl and loss of consciousness. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin and intravenous fluids. The patient was not wearing a pod at the time medical attention was sought, as the pod had been removed prior to presentation.